Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cts45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a liver mass left lobe resection procedure the device partially fired with a white reload. Sutures were used to complete the case with no patient consequence.